Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her (B)(6)-year-old daughter experienced high blood glucose level due to a bent cannula on the infusion set. Therefore, the patient received a high blood glucose level alert as the insulin was not being delivered and they tried to treat it with a correction bolus via pump and the changed sites, but subsequently on (B)(6) 2021 at 05:20 am, the patient went to the emergency room with blood glucose level of 400 mg/dl, where they administered fluids of saline, insulin and unspecified intravenous medication. The patient had high ketone levels which the healthcare professional assessed as dangerous/life threatening. After, the condition of the patient was getting unstable in the emergency room, the patient was admitted to the intensive care unit of the hospital due to diabetic ketoacidosis. The patient's highest blood glucose level was 572 mg/dl and the infusion set had been used for two days. During hospitalization, the patient received fluids of saline, insulin, unspecified intravenous medication (drug name unknown) and blood tests. On the day of this report, the patient was still admitted in the hospital as the issue was not resolved. Moreover, they did not notice any damage to the infusion sets when the package was first opened, and they replaced the infusion set and insulin was resumed successfully. Further, the patient's mother reported that previously, the patient faced multiple bent cannulas (total of 4 bent cannulas). In the past (about a week ago), the patient went to the emergency room with blood glucose level of 572 mg/dl due to a bent cannula preventing insulin delivery, where they administered fluids of saline and insulin intravenously as corrective treatment due to which the patient's condition was stable. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.